Event description:
A cartridge alarm was reported by the caller, with alarms occurring on consecutive cartridges. Customer contacted primary care provider for an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.